Event description:
It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit (MFR report# 3005099803-2013-11583 ) and an advantage fit system (MFR report # 3005099803-2013-11281) were implanted into the patient on (B)(6), 2010.it was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted